Event description:
Supris retropubic mesh sling from coloplast was inserted, since then more incontinence, bloating, constipation, low destructor capacity went for tests ended up that there is bladder diverticulum, vesicoureteral reflux, ended up with self catheterization. Further dr's appointments to come to see what to do next.